Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) checked the log file of the subject device and there were no logs related to the reported phenomenon. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device in combination with our spare ltf-s190-5 and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery with subject device and ltf-s190-5, when the user connected the ltf-s190-5 to the subject device, disturbances in the endoscopic image of the subject device occurred. The user replaced the ltf-s190-5 with the ltf-s190-10 to complete the procedure. The procedure time longer than planned due to this problem. The user changed from a 5mm port to a 12mm port due to this event. Other detailed information was not provided. There was no report of the patient injury other than above.